Manufacturer narrative:
This report is being supplemented to update section d4 with the unique device identifier (UDI) number. The UDI number is (B)(4).

Manufacturer narrative:
The suction valve was not returned to olympus for evaluation. The evaluation did not confirm the customer¿s complaint of the suction valve breaking off. The most likely cause of the reported phenomenon was attributed to excessive force applied to the suction connector. The original equipment manufacturer (OEM) conducted an investigation with the use of suction valves from same lot/batch retained by the manufacturer. Based on the OEM¿s investigation, an increase of reported complaints was observed since the manufacturing process and molding supplier for the suction valve were changed or replaced on aug, 2018. The OEM reported that the suction valves that were manufactured prior to and post the changes meet the product¿s standard for stiffness. However, when an unexpected large load or excessive force is applied to the suction connector, the OEM confirmed that the product before the changes did not break, but the products that were manufactured after the changes were breaking or may break.

Event description:
Olympus was informed that these suction valves break off post procedure during removal and before the scope used goes out to processing. There was no patient injury reported.